Event description:
This device case, which does not involve an adverse event, reported by a pharmacy, who contacted the company with a product complaint, concerns a patient of unknown gender, age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. On (B)(6) 2009, the humapen memoir (lot 0709c02) was reported to run out before its time. This humapen memoir complaint is associated with (B)(4). Refer to results/conclusions section. The operator of the device was unknown and it was unknown if the operator of the device was trained. The patient had used the device for one year. The device was returned to the company on (B)(6) 2009. Initial examination found missing segments in the dose number display. Update (B)(6) 2009; additional information received (B)(6) 2009; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button; changed improper use or storage from no to yes and added refer to results/conclusions section to narrative.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this report includes final evaluation findings. No additional information is expected. Evaluation summary: the user return the actual complaint device for investigation, because the "the pen ran out before its time" (0702c02 manufactured 02/2007). The manufacturer found missing dose number segments and, the device went into multiple reset modes. The user would typically be aware of this malfunction. The investigation determined an unknown liquid ingress caused the malfunction. The directions for use prohibit continued use. Malfunction confirmed. There is evidence of improper use or storage. The investigation found several locations where an unknown liquid ingress caused internal damage from corrosion. This contamination is relevant to the investigation results and the user's complaint.